Event description:
The customer contacted beckman coulter, inc (bec) to report erroneous free t4 (thyroxine) results for seven (7) pt samples generated on their synchron lxi 725 access 2i clinical system. The erroneous pt sample results were reported outside of the lab. The ordering physicians questioned the results. There was no impact to pt treatment associated with this event. Upon repeat analysis using a different analyzer, the free t4 results obtained were in a different clinical range. The customer reported that qc results were recovering within the lab's established ranges both prior to and after the event.

Manufacturer narrative:
A field svc engineer (fse) was dispatched to the customer's site on (B)(4) 2009. The fse cleaned the wash carousel incubator track then performed type 1 hardware verification testing. All test results passed with instrument specs. A root cause has not been determined for this event. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.